Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/26/2025, a sales representative reported via sems (B)(4) that an ar-1594d-24 2.4 mm cannulated drill and suturelassos back threaded part broke off. This occurred during a case as being drilled the back threaded part broke off and snapped and left the threads in the cannulated drill. Became noncoagulated so wasn't able to pass the sd wire.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.